Event description:
It was reported that this pacemaker exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) leads which resulted in pacing inhibition and asystole of greater than two seconds. Boston scientific technical services (ts) was consulted and suspected the episodes could be due to electromagnetic interference (emi). The patient denied having been near emi sources. Ts recommended bringing the patient in for further evaluation. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) leads which resulted in pacing inhibition and asystole of greater than two seconds. Boston scientific technical services (ts) was consulted and suspected the episodes could be due to electromagnetic interference (emi). The patient denied having been near emi sources. Ts recommended bringing the patient in for further evaluation. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) leads which resulted in pacing inhibition and asystole of greater than two seconds. Boston scientific technical services (ts) was consulted and suspected the episodes could be due to electromagnetic interference (emi). The patient denied having been near emi sources. Ts recommended bringing the patient in for further evaluation. Further information was received that this device was explanted. No additional adverse patient effects were reported. This device has been received for analysis.